Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the nozzle and air water cylinder and in the forceps elevator is cause not established and the most probable cause of the peeled lens glue is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of looseness of air and water supply inlet. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive around objective lens is peeled and nozzle has foreign objects, air and water-cylinder has foreign objects and forceps elevator has foreign material was found. There was no patient involvement.